Event description:
A home patient contacted baxter's technical service center regarding a slow flow. The home patient's patient line reportedly became disconnected during initial drain. The home patient has not had similar incidents of disconnection in the past. Patient extension lines are not used. The transfer set was not changed. Therapy was completed by starting over with new supplies. No patient injury or medical intervention reported per the home patient.